Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011, and a mesh was implanted concurrently with paravaginal repair, iliococcygeal vault suspension and anterior colporrhaphy, due to recurrent sui, failed sling, overactive bladder and recurrent vaginal prolapse with history of perigee. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and perigee and monarc were implanted; and on (B)(6) 2011, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.